Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? When did the bleeding occur? What was the source and triggering event of bleeding? What was the alleged deficiency of the suture? Were there any patient stress factors that precipitated this event? What was the volume of blood loss? How was the bleeding treated? Was any medical intervention required other than wiping it with gauze? Were there any deficiencies or anomalies noted with the device prior to, during or after the procedure? It was stated that the surgeon commented that ¿the patient had undergone multiple re-operations, and the wound was hardened¿. Were these multiple re-operations prior to this plf: posterolateral fusion on (B)(6)? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent a plf : posterolateral fusion on (B)(6) 2023 and suture was used for fascial closure. On (B)(6) 2023, in the ward / ICU, postoperative bleeding from the wound was excessive and was handled by wiping it with gauze. The bleeding was wiped up with gauze and handled. The surgeon commented that he thought that rather than being caused by the product, the patient had undergone multiple re-operations, and the wound was hardened. Additional information was requested.